Event description:
It was reported that the faradrive steerable sheath was selected for use for an unknown procedure. During the procedure, leak was observed. The procedure was successfully completed using a replacement device. No patient complications were reported. The product will not be returned for analysis as it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.